Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. It was reported that false positives.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). Customer indicated about the false positives. The bd service communicated with the customer and obtained the logs. Bd service verified that the issue is not related to the instrument. This is an unconfirmed failure of the bd product as the issue. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/18/2012. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not caused by the instrument. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. It was reported false positives.

Event description:
It was reported while testing with bd (B)(6), instrument bottom, packaged a false positive result was obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. It was reported false positives.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.